Event description:
Analysis on the hand held computer was completed and approved on (B)(4) 2015. An analysis was performed on the returned handheld and during the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Analysis on the software was completed and approved on (B)(4) 2015. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that a physician's handheld will not interrogate a generator and that the bars start running and then they just stop. It was indicated to be a frozen screen during interrogation. Review of the handheld's design history record showed no issues noted prior to distribution into the field. The pc was operating on 2002 software. The handheld and software were received for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.